Event description:
First operation to remove disc and fuse vertebrae, inserted screws without pt's knowledge. Approx one year later, was advised to have second operation to another section of spine. Rptr was already disabled to a great extent. After second operation almost completely disabled with constant pain when awake or asleep. She can hardly walk across room. Two screws are still implanted.